Event description:
Device was explanted back in may and they (the surgeon) saved the valve for the sales rep. No additional information was provided.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Manufacturer narrative:
Evaluation summarry: heavy calcification is detected in the cusp area of leaflet 2 and moderate to heavy in leaflets 1 and 3. The free margins exhibit moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. A tear is detected at the free margin of leaflet 2, measures to approximately 3mm; extrinsic calcification is detected at the region of the tear. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice by approximately 3mm at both aspects. Host tissue is moderate to heavy at the stent outflow, and minimal at the stent inflow. The wireform is exposed at the inflow aspect, most likely due to mechanical injury. The x-ray demonstrates calcification and wireform to band separation. X-ray. 07/20/09 received bioprosthesis experience report from sales representative indicating explant was due to failed prosthesis/aortic stenosis. Patient symptoms included shortness of breath s/p avr five years prior. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.